Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6); 4092-58 crdm non-defib lead implanted 2000 (B)(6). (B)(4).

Event description:
It was reported that there was undersensing and non-capture on the right atrial (ra) lead. The ra lead was capped. A new lead was attempted but could not be implanted due to the patient's fibrosis of the endocardium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.